Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture came out after pulling out the needles¿ was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date h4: device manufacturing date.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that bilateral suture placement in common femoral arteries was attempted with six proglide devices via 6f sheaths using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture came out after pulling out the needles for all devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheaths were upsized to 24f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up-report will be submitted with all additional relevant information. The five additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using six proglide devices. Reportedly, no suture came out after pulling out the needles for all devices. An unspecified method was used to achieve hemostasis. No additional information was provided.